Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he was getting a no delivery alarm when trying to give a bolus. Customer stated that he tried 3 times to give a bolus but he just gets a no delivery alarm. Customer's blood glucose is 596 mg/dl. Customer stated that the insulin did exit after performing a 5.0 unit fixed prime. Customer stated that he does not have an extra set available. Customer was advised to do a set change as soon as possible. Customer stated that there was blood at site but the site was not actively bleeding at the time of the call. Customer was advised to monitor the issue and insert in a subcutaneous tissue.